Event description:
It was reported that this patient seemed to exhibit low level withdrawal symptoms including increased spasticity, sweating/diaphoresis, sweating in the groin, an overall uncomfortable feeling, and underdose symptoms. The patient has cp and was very active. It was unclear what the issue was. However, the patient¿s mother was concerned her son was in low level withdrawal due to a catheter issue or pump flipping. The patient was currently without a managing physician but did have a scheduled physician appointment for (B)(6). The patient¿s previous physician was contacted by the patient¿s mother a prescription for oral baclofen was provided. The patient was encouraged to seek emergency room care if needed. Reportedly diagnostic testing was to be done at some point. This device system delivered lioresal. It was further reported that the patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the patient was scheduled for a catheter revision for (B)(6), 2013.

Event description:
Additional information: the pump was flipped. The pump was replaced.

Manufacturer narrative:
(B)(4).